Manufacturer narrative:
The maryland bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the maryland bipolar forceps instrument tip broke. A fragment fell inside the patient and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.